Manufacturer narrative:
Follow-up #1: date of submission: 05/11/2017. Device evaluation: the pump has been returned and evaluated by product analysis on 04/24/2017 with the following findings: a review of the pump¿s black box showed that the data for the event have been overwritten due to continuous use of the pump. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. During investigation, the pump passed the delivery accuracy test and was found to be delivering within required range and delivering accurately. The complaint of inaccurate delivery was unable to be duplicated or confirmed because pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a history/settings (inaccurate delivery) issue. It was reported that the user's blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. Troubleshooting could not be completed. This complaint is being reported as there is an allegation against the delivery function of the pump.